Event description:
It was reported that the foley catheter was not draining properly per doctor. It was stated that they checked the balloon to see if it was inflated but no saline could be retracted . The foley catheter was removed and assessed. Also stated that 10cc of saline injected into balloon port and balloon was noted to inflate but small leak noted to balloon . New foley catheter was placed per medical doctor.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft and also might be contributed by user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device was not returned for evaluation. The lot number is unknown. Therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that the foley catheter was not draining properly per doctor. It was stated that they checked the balloon to see if it was inflated but no saline could be retracted . The foley catheter was removed and assessed. Also stated that 10cc of saline injected into balloon port and balloon was noted to inflate but small leak noted to balloon . New foley catheter was placed per medical doctor.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.